Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, that the sensor wire was not attached to the sensor pod when removed from the body. No additional event or patient information is available.